Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 150mg/dl. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.